Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Correction: a3.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: based on the available information, there is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation. Therefore, the completion of a clinical investigation is not warranted at this time.

Event description:
A patient contact reported to fresenius technical services a peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler needed to discontinue a pd treatment to report to the hospital. There was no specific allegation this event was due to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Upon follow up, a patient contact reported this patient experienced shortness of breath on (B)(6) 2021 due to an exacerbation of congestive heart failure during a ccpd treatment on the liberty select cycler. It was reported the patient has a history of cardiac disease and will often get short of breath as a result. The patient¿s treatment was discontinued, and they were admitted to the hospital the same day. The patient underwent ccpd therapy on a hospital provided cycler (unknown brand and model) during this admission. The patient was admitted for approximately one week and discharged to home (date of discharge unknown). It was confirmed the patient¿s shortness of breath due to an exacerbation of congestive heart failure and the associated hospitalization were unrelated to pd therapy. Additionally, it was affirmed this event was not due to a deficiency or malfunction of any fresenius product(s), device(s) or drug(s).